Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced granulation tissue around the implant site. The patient underwent revision surgery on (B)(6) 2014, to remove the granulated tissue and the abutment. There are no plans to equip the patient with a new abutment as of the date of this report, (B)(6) 2014. The fixture stays insitu.

Manufacturer narrative:
Correction: the correct catalog number is 90305; not 90434 as previously reported. This report is filed april 16, 2014.